Manufacturer narrative:
.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the motion batteries. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that after the imaging system is being used in a couple cases the motion batteries will die, and will not hold a charge. There was no patient present when this issue was identified.